Manufacturer narrative:
The folate reagent lot number is 827023. The expiration date was not provided. The elecsys hbsag reagent lot number is 863553. The expiration date was not provided. The lot numbers and expiration dates were not provided for the elecsys anti-hbc ii, elecsys hiv duo, and syphilis reagents. The investigation is ongoing.

Event description:
There was an allegation of questionable test results for multiple patient samples on a cobas e 801 analytical unit. Results for the following assays were affected: elecsys hbsag ii, elecsys anti-hbc ii, elecsys folate iii, elecsys hiv duo, and syphilis.

Manufacturer narrative:
The qc was acceptable before the samples were measured. The alarm trace showed "abnormal signal low" alarms. The investigation found that service maintenance was due for replacement of the measuring cells. The field service representative performed multiple service actions, including replacing the measuring cells and performing decontamination. The issue was resolved after a liquid flow cleaning. The investigation determined the issue was due to contamination consistent with a pre-analytical handling issue. The investigation did not identify a product problem.